Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The image did not appear due to damage to the plug unit. The image did not appear due to corrosion on the endoscope connector. The charge-coupled device flexible printed circuits board was defective. There was discoloration of the adhesive on the bending section cover. The acoustic lens had a cut and was pierced. The universal cord was kinked. The angulation wire had play. The probe unit had dents and the distal end was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during reprocessing, the endoscopic image from the evis exera ii ultrasound gastrovideoscope was strongly disturbed. No patient harm reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end. Additionally, a gap had appeared on the acoustic lens surface. This report is to capture the reportable malfunctions of the adhesive peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue) and a gap had appeared on the acoustic lens surface noted at estimation. The customer was not aware of the gaps.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the peeling of the tip glue was caused by stress, handling, or other factors. The event can be detected by following the instructions for use which state: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.